Event description:
It was reported that during a device change out procedure due to normal battery depletion (nbd), the right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 200 ohms. When the proximal coil was removed from the vector configuration, the shock impedances were within normal limits. Defibrillation threshold (dft) testing was performed with a 17j shock, and the impedances were 90 ohms. The procedure was successfully completed, and the rv lead remains in service. No adverse patient effects were reported.